Event description:
The manufacturer received the pump for analysis. Information included with the pump indicated the patient had been experiencing "withdrawal symptoms." Rotor studies were done and the rotor did not turn. The drug used in the pump is compounded baclofen. See additional reported in MFR report # 6000030200702688 and 2182207200703026.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is completed.